Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time

Event description:
It was reported that during a cholecystectomy procedure, the tissue pad was melted and smoke reeked up. Also one device's blade was broken off. The broken piece was already retrieved. Another device was used to complete the case. There were no adverse consequences to the patient.